Manufacturer narrative:
The following field was updated: b3 - date of event 12 feb 2025.

Manufacturer narrative:
The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a tego¿ connector that experienced breakage. The reporter stated that, "the incident occurred on the (B)(6) 2025 at 15:15. A patient was noted to be unresponsive and CPR commenced. Unfortunately, the patient passed away. During the arrest it was noted that he had a faulty tego cap attached to his 'vascath'. The cap itself appears to have a piece of silicon torn at the top of the cap (where the syringe attaches). The fault was noticed by nurses when they attempted to use a syringe to aspirate blood (during the arrest). They were unable to do this and were also unable to achieve a (leur) lock on the syringe. This was determined to not be the cause of death for the patient. It was noted to be an incidental finding that did not contribute to the death, or CPR. The cap itself was sent with the body to the coroner." The event occurred during patient use. There was injury reported to be associated with the event, but no electromechanical device were audible or visual alarms generated. There was no medical intervention required.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the torn seal is due to a variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history report (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.